Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth: 1934 was reported. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on an (B)(6) 2013 the locking compression plate (lcp) broad curved plate 12 hole was implanted on an unknown date after a femur nailing non-union. The plate was broken 3 months after being implanted. The patient required additional medical treatment in the form of an additional surgery that took place on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: according to the additional evaluation, visual inspection noted that the plate was broken in half on the 5th bore for screws. Additionally, the surface of the plate showed wear and marks of normal use. The measurable dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The microscopic investigation of the fractured surfaces showed homogenous structures what also indicates material conformity to the specifications. Based on our investigations and the available clinical information, we assume that dominant dynamic bending loads led to a fatigue breakage of the investigated implant. Postoperative activities of the patient may have played a certain role too. We exclude a failure resulting from either a material defect or the manufacturing process

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.